Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, following closure of the pocket, it was noted the left ventricular (lv) lead parameters were abnormal and fluoroscopy revealed the lv lead had dislodged into the atrium. The pocket was re-opened and while maneuvering the wire into the lumen of the lead, it seemed the lead had been unstable in the lv branch. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.